Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) and lower lobe wedge, the first handle completed a successful fire with a reload. When using the second reload, both the reload and handle did not fire. The green button was pressed by the surgeon and handle would spring forward, but the instrument would not fire when squeezed. When squeezed, the top release mechanism would not engage forward and would jump back into open position. The reload would open normally when outside the patient. The surgeon was able to fire the reload, but the knife blade did not retract all the way, leaving about 15mm and unable to open the instrument. Another handle was opened and this would not engage around the tissue. After several times of not firing they continued to open and close around the tissue, it finally engaged and completed the firing successfully. This happened on and off with three other reloads, all different lot numbers. A total of four reloads was fired using the handle, however it did not engage every time and required trouble shooting before each firing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.